Event description:
It was reported that during a laparoscopic nissen, the device squealed. Retorqued and handpiece squealed again. Opened second and device went into alarm right away. Opened a third and the error would never clear. When finished the case, took all three and flashed them - and one when flashed the active blade broke off. There was no reported patient consequence and 3 devices are being returned.